Event description:
It was reported that patient presented in clinic for routine follow-up. Upon evaluation, it was found from fluoroscopy that patient's atrial lead was dislodged. High threshold and low sensing was also noted on the lead. The lead was explanted and replaced. The patient was stable.